Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. No labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that inflatable penile prosthesis (ipp) was tried and not implanted after the patient experienced urethral injury. The physician was trying to correct a curvature of the penis by modeling. When he was done he noticed the prosthesis protruding from the glans and outside of the penis.

Event description:
It was reported that inflatable penile prosthesis (ipp) was tried and not implanted after the patient experienced urethral injury. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.